Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Blows fuse on control board. Fs log#: 99014. Leep system 1000 esu gen. 52969 e-complaint-2022-08-0000483.

Manufacturer narrative:
Investigation x-review DHR x-inspect returned samples *analysis and findings complaint 2022-08-0000483 distribution history: this complaint unit was manufactured at csi on 03/22/2013 under wo #138803 and shipped on 04/15/2013. Manufacturing record review: DHR 138803 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review: not applicable. Service history record: this unit was serviced under log 98031 for a blown fuse, f2 and was updated with a new diaphragm 4/5/2022. This unit was kept in service & repair for observation of f2. Its's direct replacement was not blown in the week it was left on for observation and subsequently returned. Historical complaint review: a review of the 2-year complaint history showed similar reported complaint condition. Similar complaints made reference to an "error 2" message previously addresses with updated capacitors on c16 and c17. The loss of power is the failure mode similar to this complaint, but this complaint does not note an error code. Product receipt: the complaint unit was returned on a repair. However, based on log 99014, this unit was at csi on 8/24/2022. Visual evaluation: visual examination of the complaint unit revealed no physical damage. Functional evaluation: complaint unit was functionally evaluated and found to not function properly. Service & repair noted f2 was blown. Root cause: it is possible the unit was in a unique setting when in use by the end user. A definitive root cause cannot be reliably determinable at this time. *correction and/or corrective action the unit was updated with all replaceable components, d3, c18, c14, and c20 in addition to the fuse on f2. The replacement of the other components was done in an abundance of caution no other related components were contributing to the blown fuse on f2. The unit was tested to specifications and returned to the customer. No further training is required. *preventative action activity coopersurgical will continue to monitor this complaint condition for trends.

Event description:
Blows fuse on control board. Fs log #99014 1216677-2022-00253 leep system 1000 esu gen. 52969 e-complaint-2022-08-0000483.